Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-70 serial #: (B)(4) description: linear st lead, 70cm the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's ipg was causing discomfort and the patient was experiencing inadequate stimulation. Malfunction was suspected with contact in the leads being out. The patient underwent a revision procedure wherein the ipg and leads were replaced per physician's preference. No device malfunction suspected on the ipg. The patient was doing well postoperatively.